Event description:
Country of complaint: (B)(6). Thread is snapping.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. Thread in the cassette received breaks easily because the cassette is opened and the thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Opening date written on the cassette received is (B)(4) 2014 and reception date is (B)(4) 2014. Product was open and used within stipulated 4 months. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is corresponding (justified) stability tests performed guarantee product properties within 4 months after opening the cassette. Corrective/preventative actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.